Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan alleging that their onetouch ultra2 meter was reading inaccurately compared to their feelings and/or normal results. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient could not recall when the alleged inaccuracy began. The patient reported obtaining a blood glucose reading of ¿35mg/dl¿ on the subject meter. The patient manages their diabetes with pills, diet and/or exercise. The patient reported continuing to take their usual dose of medication in response to the alleged inaccurate reading. The patient reported developing a symptom of ¿dizzy¿ at 9am on (B)(6). The patient denied receiving treatment for this symptom. At the time of troubleshooting the csr verified that the test strips were stored correctly (per owner¿s booklet recommendation). The reporter did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient may have suffered an acute blood glucose excursion after the alleged inaccuracy began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.